Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 53 alarm was recorded on 11/05/2025 18:22:54.000. File =16 line=450. During download review, pump error 54 alarm was also recorded on 11/05/2025 18:22:54.000 file=32149 line=202. Per software engineering log pump error 53 (filenum/linenum=16/450) was the consequence of pump error 54 due to motor power timeout pump error 54 (filenum/linenum=32149/202) was triggered in the h_twi_write() function due to data transfer timeout - suspecting the hw. Proceed by cutting unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage was noted. Problem isolated to electronic assemblies. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked keypad overlay, serial number label missing, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion no pump error 53, was confirmed due to hardware error. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. The customer was not able to complete the pump rewind. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.